Manufacturer narrative:
This report is submitted on january 08, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). There are plans to replace the magnet; however it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on april 04, 2019.

Manufacturer narrative:
It was reported that prior to explanation the receiver-stimulator had extruded. This report is filed on may 06, 2019.